Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro fine plus¿ pen injector needle broke off during use. This occurred on 2 occasions. The following information was provided by the initial reporter: the patient complained that the 2 npe needles broke when connected to the pen as usual.